Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a revision procedure wherein two spinal cord stimulation (scs) leads were added and the implantable pulse generator (ipg) was replaced to accommodate the leads. The patient was doing well postoperatively and the explanted ipg will not be returned per facility policy.